Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced with another manufacturer's lead due to an unspecified product performance issue. No additional adverse patient effects were reported.